Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the low impedance checks that were off on the inactive electrodes was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that no interventions were taken and the event was unresolved with no further action planned.

Manufacturer narrative:
Product ID: 3889-28, lot# va1a7r3, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1a7r3, ubd: (B)(6) 2020, UDI#: (B)(4). (B)(4)pertain to product ID: 3889-28, lot# va1a7r3, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had multiple low impedance checks that were off with no fracture, but these were not in the active electrodes. It was noted that no interventions were taken and the event was resolved without sequelae on (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.